Event description:
The meter has never worked properly. Also, they stated that the meter would come on and off spontaneously. While on the phone a review of the system was conducted. An attempt was made to do electronic check but upon meter activation it was learned that the display was missing segments. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.